Event description:
Kimberly-clark received an initial report stating the patient was admitted to the emergency room for an unknown condition and an endotracheal tube was inserted in the patient. After placement the clinician inserted a bite block into the patient's mouth. The clinician noticed the endotracheal tube cuff would not keep air; therefore, the tube was removed. The patient was extubated and reintubated with another device. When the initial tube was removed, the clinician noticed that the pilot balloon had been disconnected or sliced off the tube. The clinician noted the tube and cuff worked properly after initial placement but an hour or so later the clinician noticed something was wrong. The clinician was unsure if the pilot balloon came off on its own or if placement of the bite block caused the pilot balloon to disconnect. Additional information received on (B)(4) 2014 stated this was the patient's first time being intubated. They had to reintubate him with the tube changer and place the bite block in on our hi-lo endotracehal tube. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is completed. The device history records (DHR) review for the lot number reported indicates that the 79 boxes were manufactured according to manufacturing requirements. This assessment did not reveal any rejections related to the reported issue. Manufacturing conducts visual and functional inspections of each device throughout production aside from the quality assurance inspection. The device was manufactured according to specification requirements. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Age-mid to late (B)(6). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.